Event description:
It was reported that the patient experienced a heart rate of 20 beats per minute. Upon interrogation there was found to be no capture on the rv lead and the lead had switched to unipolar. An x-ray revealed that the lead was still in place. Microdislodgement was suspected. The lead was successfully repositioned and capture was regained. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).